Event description:
Aspen surgical received a report indicating that a needle broke during a procedure. Incident occurred at the end user. This event was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
No further information is available on the product at this time. No sample was provided for review, but photographic evidence was provided. However, if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text : device not available.